Event description:
It was reported that one chamber of the epg (external pulse generator) is not working. Follow-up attempts to obtain additional details were unsuccessful. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Ventricular output connector is broken. Upper and lower cases and side bail covers are broken. The ring is bent.